Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 21mg/dl. Troubleshooting was performed. The caller stated that her blood glucose was 511mg/dl in the morning, and she took 20.0 units of insulin. The customer believes she took too much insulin. Reviewed the programming and it was correct. Advised the caller to contact her doctor regarding her low blood glucose and call back if issues persist. No further information was provided.